Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's previous physician was releasing the patient and did not want to help the patient get any higher pain drugs. The patient representative was trying to find someone to take care of the patient. The patient representative stated that the physician "said he filled it for 90 days worth, but only filled it for 27 days, so the pump ran out. The alarm went off for hours on (B)(6) 2022. He had a seizure, he went into a coma, and I took him to dublin methodist hospital that day." The patient confirmed that the alarm was dual tone that day, and stated, "I remember it went off multiple times an hour, because it drove [the patient] crazy. But, the day before, it started as beeps every hour." The patient was in a coma but came out. They gave the patient baclofen through an IV (intravenous). The patient representative noted that the patient was in the hospital from (B)(6) 2022. On (B)(6) 2022, the patient was transferred to a step down unit where they did an eeg (electroencephalogram). The patient confirmed the "27 day fill" was "30 days ago." The patient representative stated that the patient has since gotten out of the hospital and was in a rehabilitation place but stated, "they don't know how to get the pump filled or order a rep to help us. He was a marine - he has a high pain tolerance, but this is just too high. He's maybe had 6 of these things (the pump)." Patient services offered to send a physician listings, which they accepted. When inquired about pump drugs, they stated "now has baclofen. He used to have just dilaudid and baclofen."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported they were released from their previous managing healthcare provider due to a pocket fill. The patient¿s pump has not been filled for 3 months now. Per the reporter the pump was alarming, and the patient¿s new managing healthcare provider informed them they could not fill the patient¿s pump. The healthcare provider tried to interrogate the pump on jan 17th 2023 but they were not able to connect to the pump and told the caller the pump must be dead or not active or not functioning. The caller stated the pump started critical alarming about 10 days ago and requested to have a company representative paged. The reporter was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.